Event description:
As reported by the user facility: incident description: running high dose norepinephrine infusion via 2 pumps continuously alarming for air in the line. Bag, tubing and pumps swapped out, continued to alarm causing bp to drop and required patient to require phenylephrine by md. Lines primed, pumps changed, tubing tapped free of any bubbles multiple pumps continue to alarm all day causing dangerously low bp and inability for nursing to leave patient bedside for any time. Sensors also cleaned with alcohol.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.